Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 377860, lot# v014603, implanted: (B)(6) 2007, product type lead; product ID 377860, lot# v015561, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that after an abdominal surgery, the patient was unable to charge her device fully. It would only charge 25-75% after the surgery. The patient was seen on (B)(6) 2015 to discuss replacement surgery. At the time of the programming, the patient decided she wanted to have the device replaced due to having difficulty charging it to 100%. The patient had the battery replaced on (B)(6) 2015. The patient¿s status was alive with no injury. As of (B)(6) 2015, the patient had not needed to charge, and no update was available regarding the charging status of the new stimulator. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found.